Event description:
Synergy (B)(6) registry. It was reported that in-stent restenosis occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion 1 was located in the right posterior atrioventricular (r-pav) extending up to (r-pav) with 80% stenosis and was 26 mm long, with a reference vessel diameter of 3.3 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.75 mm x 28 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on ticagrelor and aspirin. In (B)(6) 2021, the subject was diagnosed with in-stent restenosis and was hospitalized for further evaluation and treatment. On the following day, the subject was referred for coronary angiography which revealed 90% stenosis noted in r-pav extending up-to r-pav was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0%. The rationale of intervention was angiographic finding without symptoms or objective signs of ischemia. Two days later, the event was considered to be recovered and resolved and the subject was discharged on ticagrelor and aspirin.

Event description:
Synergy china registry it was reported that in-stent restenosis occurred. In december 2020, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion 1 was located in the right posterior atrioventricular (r-pav) extending up to (r-pav) with 80% stenosis and was 26 mm long, with a reference vessel diameter of 3.3 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.75 mm x 28 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on ticagrelor and aspirin. In (B)(6) 2021, the subject was diagnosed with in-stent restenosis and was hospitalized for further evaluation and treatment. On the following day, the subject was referred for coronary angiography which revealed 90% stenosis noted in r-pav extending up-to r-pav was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0%. The rationale of intervention was angiographic finding without symptoms or objective signs of ischemia. Two days later, the event was considered to be recovered and resolved and the subject was discharged on ticagrelor and aspirin. It was further reported that in december 2021, medication was also given to treat the event.